Event description:
It was reported that an inflatable penile prosthesis (ipp) device did not fully inflate due to fluid loss. The old device was explanted and replaced. There were no patient complications.